Manufacturer narrative:
Title: a woman in her (B)(6) with respiratory distress after transcatheter aortic valve replacement and pacemaker implantation. Citation: chest. 2017 apr;151(4):e77-e79. (Doi 10.1016/j.chest.2016.07.050.) Authors: phillips CT, manning wj. Earliest date of e-publish/publish used for event. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a female patient in her (B)(6) with low-gradient aortic stenosis who underwent implant of a 29 mm medtronic evolutr (serial number not provided). During the valve implant, complete heart block (chb) developed and a permanent pacemaker was implanted three days later. No other additional adverse patient effects were reported.

Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided device identifier(s) returned no duplicate records or regulatory reports.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute the adverse event, and also provided the valve serial number ((B)(4)) and the patient weight ((B)(6)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.